Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost, endoscopic image cannot be displayed and deterioration of head unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was does not work. The event had occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.